Event description:
The absorbable fasteners started to break apart and then jammed in the device. Only a few fasteners worked to affix the mesh in place, and then no more would come out. There are supposed to be 15 fasteners in each device.